Event description:
It was reported that the patient had been experiencing fluttering in the chest each morning, described as "uncomfortable." It was also reported that, according to the patient's self-monitoring, the patient's blood pressure was low and the patient's heart rate was at one time 54 beats per minute; the patient believed the programmed lower rate of the device to be 70 beats per minute. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.